Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced cannula crimped event on (B)(6) 2024. Patient noticed the symptoms within 3 or more hours after insertion. The infusion set was in use for 1 day. Patient regularly rotate site location. Blood glucose at the time of event was noticed 672 mg/dl. Patient took the correction injection via mdi. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.